Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. No intervention was performed on the atrial lead. The generator was replaced. The patient was stable and would continue to be monitored.